Manufacturer narrative:
G4:02apr2021. B4:06apr2021. The issue occurred during pre-delivery check in the sales office. The field service engineer performed operational check but the reported phenomenon was unable to be confirmed. The manufacturer¿s international service technician was unable to duplicate the reported problem. The following parts were replaced for the prevention of the recurrence: solenoid valve 2 and solenoid valve 4. Unit was checked overall, cleaned, and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
The customer called into technical support (ts) reporting that the device displayed a "machine pressure sensor auto-zero failed" alarm message. The customer reported there was no patient involvement at the time the issue was discovered.